Event description:
The customer reported that the system exhibited communication failures. This error can result in a system lock up or prevent the system from booting to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the voltage was optimized. The system was tested and found to be working as intended and returned to service.